Manufacturer narrative:
This event occurred in (B)(6). Quality control was acceptable on the date of patient testing. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned a low elecsys probnp ii immunoassay result on a cobas 6000 e 601 module. The customer provided a questionable result for one patient. The initial result was not reported outside the laboratory, and the patient¿s sample was repeated for confirmation. The repeat result was determined to be correct. The initial probnp result was <0.591 pmol/l, and the repeat result was 196 pmol/l. Probnp reagent lot number was 435969 with an expiration date requested but not provided.